Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt is having difficulty locating his ipg with the charging system. It was recommended that the pt add space between the ipg and charging antenna. No add'l info is available at this time.